Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. During the cybersecurity upgrade, the device reverted to bvvi. The device was restored to normal function. No more attempts to upgrade the device were made. The patient was stable.